Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access experienced 2 particulate embolism, leaked on 7 occasions and was damaged on 5 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician experienced particulate embolism (2), leakage (7), vial access spike breaks during use (5). Additional information related to what leaked and from where states: "normal saline" "area of connection". Additional information related to the impact of particulate embolism states: "restarting access site that required several attempts which compromised skin integrity" additional information related to the impact of leakage states: "interfered with amount of fluids administered". Additional information related to the impact of vial access spike breaks during use states: "interrupted treatment process".